Event description:
It was reported that upon receiving the implant from the delivery driver, the customer noticed that the implant was not secure in the box. Upon opening the outer box, implant was found to be loose with cement on it.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No patient or surgery was involved. Product and box were returned and evaluated. Evaluation of manufacturing and shipping records found that the item was manufactured without deviation or abnormality and shipped to a customer for surgery. Surgeon decided not to use the implant and sent it back to biomet spain. Biomet spain returned this item to biomet's global supply center advising that the shipment corresponded to "products to be reworked". Item was not reworked and mistakenly re-shrinkwrapped and shipped to customer loose in the box with cement on the tibial tray. (B)(4) was initiated as corrective action for this issue.